Event description:
A brachytherapy treatment for a breast cancer pt was planned on the treatment planning computer for the nucletron high dose rate (hdr) remote afterloader. The plan was transferred to the hdr unit's treatment console via intranet. The treatment console showed an incorrect radioactive source activity (from what had been entered at time of source calibration). As a result, indicated treatment times were incorrect. Evaluation of previously treated pts (since last source replacement) confirmed that the activity entered at time of calibration was correct and previous pts had been treated correctly. Investigation revealed that the displayed calibration date on the console was one date whereas the correct date should have been 4 days prior. When the screen showing the incorrect calibration date was printed out using the MFR's software, the printout showed the correct calibration date. Nucletron (manufacturer) was informed immediately. Nucletron replaced the computer that runs the treatment console, the unit's treatment control console, the main motherboard in the hdr unit and the power supply in the hdr unit. The parts are to be sent to the MFR's facility in holland for evaluation and root cause analysis.